Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation. The lay user/patients meter has been returned on 10/7/2014 and further evaluated by lifescan product analysis on 11/7/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced.a DHR (device history record) was completed on 12/12/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that his onetouch ultralink meter would not communicate with his insulin pump. This complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient stated that the communications issue began on the early afternoon of (B)(6) 2014. He had been admitted to hospital on the morning of that same day for an unrelated condition and he was unable to take his insulin due to the product issue. The patient stated that the hospital nurses tested his blood using a hospital meter and provided insulin injections because the patient was unable to use his insulin pump. The patient claimed that the hospital meter obtained readings of between ¿500-600 mg/dl¿. The patient usually manages his diabetes with the insulin pump. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of ¿lightheaded and dizzy¿ approximately 2 days after the product issue began and he was treated on (B)(6) 2014 by the hospital nurses with fast acting and then long acting insulin. At the time of troubleshooting, the customer service representative (csr) noted that the patient was able to obtain a test result on the meter, but the meter did not flash the result and it was not communicated to the insulin pump as the communications feature on the meter was turned off. The csr provided walk-through training with the patient to turn the feature on and the result was then displayed on the insulin pump as expected. The csr noted that the product issue was resolved following the walk-through training. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have obtained blood sugar readings greater than 500 mg/dl after the product issue began and he was treated by hcp for severe high blood glucose excursion. These criteria meet lifescan¿s criteria for a serious injury. There is no evidence that the subject meter malfunctioned.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.